Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older (B)(4). A visual and microscopic examination identified stent damage. Struts on the fifth row from the distal edge were severely misaligned and two struts were raised distally. Struts on several rows from the proximal end of the stent were severely misaligned and raised distally. The stent appeared to have moved distally on the balloon, with the proximal end of the stent 2 mm distal to the distal edge of the proximal markerband. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were identified in the inner and outer lumens. Several kinks were present along the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. Access was obtained via the radial artery. The eccentric, de novo, 34 mm in length and 3.50 mm in diameter, 100% stenosed target lesion being treated was located in the non-calcified and non-tortuous left anterior descending (lad) artery. Pre-dilation was performed with a 2.50x15 mm apex balloon catheter and several other apex balloon catheters, progressively upsizing the predilation. A 3.00x38 mm promus element sds was advanced and was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that the stent moved on the balloon.